Manufacturer narrative:
P-cap or reservoir locks properly into place. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error 15 or 23 alarms noted during testing, however pump error 15 (file number = 38; line number = 442) found in pump history files, problem isolated to electronic assemblies as per global logic analysis. Unit received with pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. Customer stated that they were able to clear the alarm. Customer stated that they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.